Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous proximal left circumflex artery. Pre dilation was performed with an unspecified balloon. The 3.0 x 32mm liberte bare stent delivery system was advanced, but was unable to cross the lesion. The stent was examined and noted to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).